Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recipient reported deteriorating hearing with the device on the right side compared to the contralateral side.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Recipient reported deteriorating hearing with the device on the right side compared to the contralateral side. There is no problem with the contra-lateral side. Word recognition scores decreased. The recipient was re-implanted.